Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report one of two for the same event, see also 3004485144-2016-00100.

Event description:
The sales associate reported broken and bent retractors during surgery. The retractor attachment bent. The tip of the retractor broke off about one inch as the doctor was securing it. The doctor was able to retrieve the broken piece from the patient.

Manufacturer narrative:
The returned device was examined. The top was found bent; the complaint is confirmed. However, the cause of the issue cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions on device usage.